Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 367-506 mg/dl). Correction boluses and insulin injections were administered to address bg. Ketone level was large and considered as being dangerous by a healthcare provider (hcp). Contact and hcp allege the pump was not delivering insulin properly. Customer reverted to using manual injections for insulin therapy.